Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2018-09245. During follow-up, loss of capture and sensing were observed on the right atrial (ra) and right ventricular (rv) lead. Diagnostic imaging was performed and revealed both the ra and rv leads were dislodged. The patient was in stable condition. Additional information was requested but is not available.